Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted for concern for leukocytosis. During a final equipment check the red button on the controller was unable to be pressed to release the driveline. The patient controller was exchanged. Technical service communicated that someone onsite manually released the driveline spring. The controller was successfully opened and manually disengaged the locking mechanism. The driveline was successfully switched to another controller. No further information was reported. Related manufacturer report number: 2916596-2020-02635.

Manufacturer narrative:
Section a2, d6, h4, h6 (patient code): correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. Multiple requests for additional information were sent to the customer; however, no additional information was received. The account reported that the patient was admitted out of concern for leukocytosis in the presence of covid-19 pandemic. The patient remains ongoing on vad support. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 12sep2017. Potential adverse events associated with the use of the heartmate ii (hmii) left ventricular assist system (lvas) are listed in the hmii lvas instructions for use (IFU). No further information was provided. The manufacturer is closing the file on this event.